Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a force sensor test, check clutch/plunger lever alarm. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the clutch/sensor error due normal wear of the drivetrain. As a result, the leadscrew, coupler, clutches, and worm gear were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a background travel coarse error that occurred during testing. There was no patient involvement, no injury was reported.